Event description:
The patient reported that the basal insulin delivery rate was reset to 0.00 without intervention following a battery replacement.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a data corruption. The pump successfully detected an erroneous basal rate value which could not be manually reset, and ceased basal insulin delivery. This zero value was then displayed on the home screen as an alert to the user.